Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced hyperglycemia with symptoms of a dry mouth, headache, and ¿feeling high¿ associated with an alleged communication issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During trouble shooting with customer technical support (cts) the reported stated that the patient received a call service alarm (communication alarm) that occurred three times in thirty days. This alleged bg excursion does not meet the criteria for a serious injury. This complaint is being reported because the call service (communication) issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the pump failed to power on. There was moisture visible in the display. The battery compartment was found to be cracked. The pump leaked at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board. There was no power to the pump due to moisture damage.